Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that inappropriate shock and anti-tachycardia pacing (atp) was delivered by the implantable cardioverter defibrillator (ICD) due to incorrect interpretation of supraventricular tachycardia (svt). No changes or intervention was reported. The patient condition was unknown.